Manufacturer narrative:
Pt was unable to troubleshoot as pump was not available at the time of call. No product has been returned for eval. Should new info becomes available, a f/u MDR will be submitted.

Event description:
Received info stating pt has experienced high bg's. As per pt pump is not delivering insulin.